Event description:
It was reported that they were getting black images causing the patient to be re-exposed. It was determined that they needed an upgrade to fix the processor. Once this was done the unit is working as intended.